Event description:
Reporter alleged obtaining discrepant blood glucose results of 75mg/dl back to back with a result of 527mg/dl or "hi" (which indicates the result is greater than 600mg/dl) when testing was performed less than 10 minutes apart on the advantage system. Customer is uncertain which result was received in comparison to the 75mg/dl reading. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.